Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings occurred for the transmitter with the serial number (B)(6). However, data for the transmitter with the serial number (B)(6) was provided for evaluation. The allegation was confirmed as signal loss over one hour was found. The probable cause was determined to be signal loss due to the transmitter and app not being able to establish a connection. The reported event of no readings is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.